Event description:
The patient reported "my pacemaker does not seem to increase the rate with increased activity" including walking up stairs, on stationary bike, or walking fast. The patient noted having lack of energy, fatigue, exercise intolerance, shortness of breath, and some dizziness. A recent cardiac examination showed no signs of chf (congestive heart failure). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant product: 5076-52, lead, implanted: (B)(6) 2009. (B)(4).